Manufacturer narrative:
The subject maf-gm have not been returned to omsc for evaluation yet. The exact cause of the reported event could not be conclusively determined at this time. The device will be returned to omsc. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user noticed that a part of the bending section rubber of the subject maf-gm was missing during a reprocessing after an unspecified procedure. There was no information on whether a part of the bending section rubber of the subject device fell off into the patient or not. The user will examine the patient who has had the unspecified procedure using the subject device by fluoroscopy (x-ray). There was no report of the patient injury.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2019-02809. Olympus medical systems corp. (Omsc) could not investigate the subject maf-gm, because the subject maf-gm is not returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. There were no further details provided. If significant additional information is received, this report will be supplemented. The instruction manual provide warnings and how to inspect the device. Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, or camera section. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, or camera section with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Inspection: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities.